Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and dripping oil was observed at the distal joint. A functional evaluation revealed the device failed the weight test. The piston migration was at 2.25 inches. The complaint was confirmed and the root cause has been associated with a seal failure.

Event description:
It was reported that the positioner spider limb was leaking. It is unknown if a delay happened, when was discovered the issue and if a backup device was available. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.